Event description:
A customer contacted beckman coulter inc. (Bec) reporting a probe leak in the coulter lh 500 hematology analyzer. The volume of the leak was a few drops and was not contained within the instrument. The customer was wearing proper personal equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous results in connection with the leak.

Manufacturer narrative:
On the day the leak was discovered ((B)(6) 2012), a bec field service engineer (fse) assisted the customer with troubleshooting the leak via phone. The fse instructed the customer to replace the tubing through the pinch valve pv49, which resolved the issue. The pinch valve pv49 provides vacuum and diluent to the probe wipe rinse block. The customer verified that the instrument was operating without any leaks. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).